Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed. It was reported that the was kinked during positioning of the closure device. The procedure was completed with another was. No patient complications were reported.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed. It was reported that the was kinked during positioning of the closure device. The procedure was completed with another was. No patient complications were reported.

Manufacturer narrative:
Product investigation was completed. Returned product consisted of a watchman access system. There is no indication that the was damaged prior to the procedure. The physician reported that the device kinked while inside the patient, during manipulation. Analysis of the returned device is consistent to the reported information. The tip damage is attributed to being used in the procedure